Event description:
It was reported that during the start of an electrophysiology test, the pt experienced a vasovagal episode, requiring temporary pacing. The physician attempted to transvenously pace the pt out of the bradycardia with the pacel pacing catheter. The new adapter pins (provided in the packaging) were located, however it was not possible to obtain capture. It was reported that the adapter pins may not have been seated properly. An older version transvenous pacer was used by the physician and capture was obtained. The procedure was completed with no pt consequences. A loose connection was found on the device that was used during the procedure. The pacel pacing catheter was later checked by hosp staff and found to function appropriately when the adapter pins were fully engaged. The hosp reported that they had not been notified of the FDA mandated unprotected electrode lead wires rule. Furthermore, the hosp claims that the product did not include the appropriate instructions for the adapters supplied by the MFR.